Manufacturer narrative:
The field service representative found the ise area to be dirty. He cleaned the probes, electrodes, mixing vessel and performed detergent prime which appeared to resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results on cobas 8000 cobas ise module. The initial result was 152 mmol/l and the repeat result was 145 mmol/l. These results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.